Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "patient had two occurrences of infection post injection of juvederm filler (on two separate occasions)." This is the same event and the same patient reported under MDR ID# 3005113652-2021-00068 (allergan complaint #(B)(4)). This MDR is being submitted for the first occasion against the juvéderm®.